Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level ranging from 38 to 42 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address bg level. Customer declined further troubleshooting with tandem technical support. Recommendation was made to discuss diabetes management with a healthcare professional.